Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully loaded with staples. In addition with the right gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload is consistent with an improper loading technique. It is possible that the damage on the cartridge was caused when the cartridge was removed from the device. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during cancer surgery, could not fire. During the rectal cancer eradication, could not fire when severing the sigmoid colon. Another device was used to complete the surgery. There were no adverse consequences to the patient.